Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that when the patient turned stimulation off or put it in MRI mode he continued to feel stimulation sensation and it felt like it was on. Patient was trying to let the ins die right now and been a couple weeks and he couldn't sleep because of the stimulation sensation in the legs and back. No further complications were reported/anticipated.